Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm ("tumors galore"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and neoplasm outcome was unknown. The reporter considered medical device removal and neoplasm to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm ("tumors galore"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and neoplasm outcome was unknown. The reporter considered medical device removal and neoplasm to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic systemic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("mod/ abdominal bloating") and was found to have neoplasm ("tumors galore") and ovarian neoplasm ("ovarian tumors"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, neoplasm, abdominal distension and ovarian neoplasm outcome was unknown. The reporter considered abdominal distension, neoplasm, ovarian neoplasm and pelvic pain to be related to essure (ess205). ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter received. Reporter added. In 2006, she implanted essure. On 09-dec-2014, she explanted essure. Added event ovarian tumors and mod/ abdominal bloating. Updated event chronic systemic pain (previously reported as medical device removal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.